Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 18th february 2010. The random nature of the events stored in the memory and the 10 minute time outs, would suggest a failing membrane. These multiple manual power-ons of 10-minute duration had filled the device memory by the 23rd may 2020 and depleted the returned pad-pak, leading to low battery fails from the 21st august 2020. The user would have been alerted with ¿warning, memory full, low battery, device service required¿ prompts, as per the reported fault. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
There was no patient involved in this event. There is no red indicator light. When it is turned on, it says memory full, low battery and needs maintenance. When shut off, there is a consistent beep about every 3-5 seconds.

Event description:
There was no patient involved in this event. There is no red indicator light. When it is turned on, it says memory full, low battery and needs maintenance. When shut off, there is a consistent beep about every 3-5 seconds.